Event description:
It was reported that a malfunction alarm occurred, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with the reset process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to report any further issues.